Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker could not be interrogated. Troubleshooting was performed, but was not successful. It was noted that recently, the device has been checked with no issues observed. Further information was received and a sales representative confirmed there was a previous problem with the system at the clinic, which may have contributed to unsuccessful interrogation. At this time, no further information has been received and the device remains in service. No adverse patient effects were reported.